Manufacturer narrative:
(B)(4). It was reported that the patient was recovering from the peritonitis event (previously, the outcome was unknown). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the event. The patient was treated with injection (inj). Vancomycin (1gram, frequency and route not reported) and inj. Fortum (1gram, once a day, intraperitoneally). Peritoneal dialysis therapy was ongoing. No additional information is available. This is report 3 of 3 for this event.

Manufacturer narrative:
Complaint no: (B)(4). This report is for an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. (B)(4).